Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 250 mg/dl, and the meter bg reading was 130 mg/dl. Customer was treated by mother with inhalant glucose and was subsequently taken to the emergency room with a bg level of 108 mg/dl and was administered saline intravenously and pain medicine. Customer was subsequently admitted to the intensive care unit (ICU) with a bg level of 42 mg/dl. Hospital staff monitored the customer while the customer continued to use their pump for insulin therapy. Customer was released from the ICU on (B)(6) 2021 with no permanent damage. A root cause could not be determined. Reportedly, the customer entered a calibration bg value resolving the issue and the customer continued to use the sensor.